Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a colorectal surgical procedure on (B)(6) 2016 and the barbed suture was used to close the fascia. Few days after the procedure, the patient returned to the hospital with opened fascia and underwent a surgery. During the second procedure, the barbed suture was found completely intact. The patient was closed again with other suture. The surgeon pointed out that the patient was particularly obese and the fascia closure position was problematic. Additional information will be requested.

Manufacturer narrative:
Explant date ¿ (B)(6) 2017. Additional information was requested and the following was obtained: was the stratafix symmetric fixation intact during placement? Yes. Can you identify the lot number of the stratafix symmetric suture? No. Did the stratafix symmetric suture pull through the fascia? Apparently yes. Was there any patient condition present that could contribute to the stratafix suture to pull out of fascia? As written below, according to the surgeon patient was obese and the fascia closure position was problematic. Was (B)(6) the date of the second procedure? Yes. Were any photos taken of the suture during second procedure? No. What was the issue/ deficiency reported of the stratafix suture? I don¿t understand your question, please be more specific. Was the stratafix suture explanted on (B)(6) from the patient? Yes. What was the indication for explanting the suture if it was intact? The fascia was open. What are the patient age, weight, bmi and medical history? N/a. What is the current condition of the patient? Release from the hospital few days after the second surgery. Was there an issue or a deficiency with the stratafix?¿ no.